Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a rm is not detected on bus. Machine was rebooted twice yet remains undetected. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a rm is not detected on bus. Machine was rebooted twice yet remains undetected. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: d10 concomitant medical products a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed to detect on bus. The field service engineer (fse) had responded to a report from the customer regarding intermittent failures with the remote manager. Upon arrival at the site, the fse inspected the latch assembly for signs of malfunction or damage; however, no issues could be replicated during testing. The customer was able to access the system multiple times without any failures occurring. As a preventative measure, the fse re-tightened the wire harness connectors and inspected all cable connections for cuts or damage none were found. The service was completed successfully, and the system remained stable throughout the evaluation. After performing corrective actions on the latch assembly for the remote manager, the engineer followed up with the customer and confirmed that no issues have occurred since the fix was implemented. The system functioned as intended after the field service engineer repaired the device.